Event description:
It was reported that the patient presented in clinic with complete loss of capture. Suspected externalized conductors were observed via fluoroscopy. The lead was capped and re- placed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.